Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced intermittent atrial oversensing, caused by possible electromagnetic interference, which resulted in inappropriate mode switching. The ICD remains in use. No patient complications have been reported as a result of this event.